Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while inserting an ace68 into a non-penumbra 9f balloon guide catheter, the proximal end of the ace68 became kinked; therefore, it was removed. The procedure was completed using a new ace68 and the same balloon catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The returned ace68 catheter was kinked at the proximal end of the catheter, approximately 1.0 cm from the hub. A 0.068¿ stainless steel mandrel could not advance through the kink. The returned ace68 was advanced through a demonstration neuron max without issue. Evaluation of the returned ace68 catheter revealed a kink under the strain relief on the proximal end of the catheter. This damage was likely a result of forcefully manipulating the ace68 at extreme angles outside the patient body. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.